Manufacturer narrative:
E1: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the knife broke during high-frequency output during a therapeutic endoscopic sphincterotomy procedure involving an olympus single use 2-lumen sphincterotome. The procedure was completed with a similar device without delay. There was no patient injury reported.